Event description:
It was reported that during a basal joint arthroplasty procedure that the bur broke. It was also reported that the broken piece was removed from the surgical and the surgeon has no concerns about parts being left behind. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this MDR was returned for evaluation. It was visually confirmed that the head of the bur broke from the shaft. The returned bur was measured where possible and all physical dimensions were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.